Event description:
Additional information stated the patient ¿always felt he had a hat on which at times became tight.¿ the patient reported that ¿approximately one year [prior to report] they began having small electric shocks.¿ the patient further reported that ¿as time went on the shocks became more frequent, intense and in clusters of ten or more at a time.¿ additional information stated the patient felt shocking feelings before having his ins replaced. It was noted the patient stated their symptoms started (B)(6) 2012.

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that approximately two weeks prior the patient had "a couple of shocks but it is getting worse each time." It was stated that the morning of the reported the patient received a "couple of shocks" while getting dressed. Later that day it was stated that the patient had "several more shocks" while eating so he turned the device off. Later that same day the patient turned the device back on and received two more shocks. It was noted that the patient does not received shocks when the device is off. The patient was going to see his physician on (B)(6) 2012. Further information has been requested but was not available at the time of this report. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor. It was noted that the patient had appointments scheduled for (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient had been feeling the shocking in their shoulder and right arm and up to their head. It was also reported that an x-ray of the patient's head was taken and it showed all of the connections were good and 'everything else.' The patient's battery was replaced because the healthcare provider thought the shocking was caused by the battery 'going dead.'

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v230715, implanted: (B)(6) 2009. Product type: lead. (B)(4).